Manufacturer narrative:
Device evaluated by manufacturer: the returned product consisted of the mailman guidewire batch 33145135 device. During product analysis it was observed that the spring tip was detached and did not return for analysis. No issues could be found that can be attributable to the reported issue of guidewire flexibility problem. The device performed as intended and no evidence of a flexibility issue could be found.

Event description:
It was reported that guidewire tip detachment occurred. A 182cm (5pk) mailman guidewire was placed into a mild tortuous diagonal coronary vessel during a bifurcation stenting procedure. Guidewire appeared to be stiff and acute bend on tip was formed to aid its passage. When the guidewire was withdrawn, the radiopaque tip was left in situ. The detached tip/piece was retrieved using a snare device, and the procedure was completed with another device of the same model. The patient was transferred to a larger nearby hospital for a CT scan and overnight observation. Patient was discharged after overnight stay. There was no patient complications reported.

Event description:
It was reported that guidewire tip detachment occurred. A 182cm (5pk) mailman guidewire was placed into a mild tortuous diagonal coronary vessel during a bifurcation stenting procedure. Guidewire appeared to be stiff and acute bend on tip was formed to aid its passage. When the guidewire was withdrawn, the radiopaque tip was left in situ. The detached tip/piece was retrieved using a snare device, and the procedure was completed with another device of the same model. The patient was transferred to a larger nearby hospital for a CT scan and overnight observation. Patient was discharged after overnight stay. There was no patient complications reported.